Event description:
The customer reported that the device delivered repeated shocks to the patient for a ventricular fibrillation (v-fib) rhythm without allowing time for CPR. The emergency services medical team was notified of a down male, patient, and found him not breathing and without a pulse. The first responders initiated CPR upon arrival, and the automatic defibrillator was retrieved and connected to the patient shortly. The device analyzed the patient ECG (v-fib) and reached a "shock advised" decision so that it charged the energy and the user delivered the shock. However, the device went back into the analysis mode and prompted a second shock delivery without prompting to resume CPR. Back to back ECG analysis and shock delivery occurred for eight times following the initial defibrillation. The device did not escalate energy or prompt a two minute CPR following defibrillation on contrary to the device setup. The patient regained pulse in the ambulance and was transported to a hospital. There was no further details on the event and/or the patient provided, and adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The device behavior during the event did not match the device set up per the configuration download. Physio also found event codes logged in the memory for the date of the event. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.